Manufacturer narrative:
The user facility sent the device to olympus for eval. The eval confirmed the user's report of image difficulties. The image was flickering and intermittently lost. The colonovideoscope passed leak testing, however, there was evidence of fluid invasion in the endoscope connector and electrical connector units, with corrosion in the electrical connector. The device failed the distal end insulation test and had cracks in the bending section cover glue and buckling on the insertion tube. The device was refurbished. This report is being submitted as an MDR in an abundance of caution.

Event description:
The user facility reported that during a diagnostic colonoscopy procedure, the users experienced a complete loss of image. There was no pt injury reported and the procedure was completed using a different, but similar device.